Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-09918 - device 1 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced four infusion set cannula was kinked on (B)(6) 2024. The blood glucose level was displayed high and was managed by multiple daily injections (mdi). The event occured 3 or more hours after insertion. The site of insertion was at abdomen for first three events and at thigh for the fourth event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.